Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the device was not used because the doctor loosened the set screw too far and the ins was not able to be used; another ins was implanted. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) found that the setscrew on the (ins) was backed out beyond the point of being able to engage with the connector block and cross threaded. An attempt was made and was successful to screw the setscrew back into place and functional testing was performed. A lab functional test determined there was good stable output on all electrode pairs including the electrode pairs the ins had when it was received. Analysis determined there were no issues when pressing on the ins can and determined that the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. The rep reported that there was an out of box failure and it was sent to be analyzed. No further complications were reported or were expected.

Manufacturer narrative:
Analysis results not available at the time of this results. An additional report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the event did occur during the implant procedure.